Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter displayed an error message stating test error. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 06:30pm. The patient manages her diabetes with an insulin pump and stated that on (B)(6) 2016 at 06:30pm she administered 2 or 2.5 units of insulin. The patient reported at 06:40pm on (B)(6) 2016 she obtained a result of "323mg/dl" on another device. The patient did not report developing any symptoms or receiving any medical intervention as a result of the meter issue. During the call the cca noted that when the patient was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.